Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 20 seconds. The device was removed without any problem and procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.